Manufacturer narrative:
Updated fields: b5,d8, d9, g3, h2, h3, h4, h6, h10, and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that for camera head, the camera cable was ripped due to nurse loosing her balance and tripped over the camera cable long before procedure". There was no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was/ confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is detachment of cable unit. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera cable is ripped. The nurse at the user facility "lost balance and tripped over the camera cable long before procedure". There was no report of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.